Manufacturer narrative:
The drill was received by the MFR and an investigation was conducted. Based on the results of the device eval, the rotor assembly was discovered to be worn, which can potentially result in the device overheating. The rotor assembly was replaced and additional preventative maintenance was performed. The drill was repaired and returned to the customer.

Event description:
It was reported that during a surgical procedure, a drill warmed up. The event did not cause a delay in the procedure. There was no user injury reported, and no adverse consequences alleged with this event.